Manufacturer narrative:
The 24mm amplatzer septal occluder (aso) was received at sjm and decontaminated. The aso was grossly and microscopically examined and no anomalies were found. The aso met dimensional specifications when measured with a calibrated caliper. The device was loaded into a test 10f loader and deployed and retracted without difficulty or deformation. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests, prior to shipment. The cause for the embolization seen post operatively remains unknown.

Event description:
The 24mm amplatzer septal occluder (aso) embolized post-procedure. The aso was surgically explanted on (B)(6) 2013.